Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data from (B)(6) 2021 have been analyzed. The analysis revealed an elevated current consumption, which was automatically detected by the device, subsequently leading to a programmer notification message. Based on the information available for analysis the root cause of the elevated current consumption could not be determined. Should further relevant information or the device itself become available for analysis, this report will be updated.

Event description:
Elevated power consumption alert was received upon device interrogation. Data analysis confirmed an elevated current consumption. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.